Manufacturer narrative:
Clinical investigation concluded that the facility could not provide additional information because they believe that the device did not cause the cardiac arrest of the patient. A device history record was extracted and device met requirements. The actual device was evaluated and determined to be functioning according to product specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
It was reported that a peritoneal dialysis patient was eating during the treatment and had respiratory arrest and coded. There is very limited information that was provided by the reporter. No medical history, no date and time of the event. Facility is not willing to provide confidential medical records since they do not believe that device contributed to the event. It was also reported that patient stabilized while at the hospital per biomed tech.